Manufacturer narrative:
Concomitant products: product ID: 863740, serial# (B)(4), implanted: (B)(6) 2005, product type: pump. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
The following information was previously reported in manufacturer's report # 2182207200500795: the hcp reported the patient experienced stupor and confusion as the result of "inappropriate pump settings when new higher volume pump was placed." The patient had an extended hospitalization. The dosing settings were decreased. The patient is reported to have recovered without sequela. Additional information was received regarding the event (see below). Review of the additional information has determined that the event is related to a programming issue; therefore, any additional information received regarding this event will be filed in this manufacturing report on the programmer. Additional information was received on 07-dec-2015 from a consumer regarding the patient. Per the reporter, the meds were set 3 times the amount that it should have been and the patient was like a zombie. They cut it back too quick and the patient went into withdrawal from the baclofen. The patient was "talking to vents and telling the reporter the she was up in the trees." The pump was delivering lioresal at the time of the event; the concentration and dose were unknown by the reporter.